Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Correction: concomitant med prod data. Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the report of an over infusion of morphine could not be confirmed through log analysis. Inspection and laboratory testing could not be performed as the devices were not returned for investigation. Inspection and testing of the alaris system devices and associated administration set could not be performed because they were not returned for investigation. The pc unit (pcu) and pump modules were not returned for investigation. However, the facility provided logs from the suspect pump module and pc unit, along with a data set, to help determine the details of the reported complaint. The event date and time was reported as 09dec2025 between 1548 (3:48 pm) and 1718 (5:18 pm). A review of the device logs indicated that the infusion occurred between 4:45 pm and 5:14 pm. The infusion was programmed to deliver morphine (drug ID = 596) using the guardrails drugs library with the following parameters: rate of 1 ml/hr, a volume to be infused (vtbi) of 80 ml, a dose of 1 mg/hr, and a concentration of 1 mg/ml. These settings align with the facility¿s report. Error log analysis confirmed that there were no errors or malfunctions corresponding to the reported event. The infusion started at 4:45 pm, and at 4:52 pm the suspect pump module alarmed for an occlusion on the patient side; however, the infusion was restarted by the clinician after 30 seconds. At 5:14 pm, the pump module was turned off by the clinician, and the infusion was stopped with a total volume infused of 0.477 ml. No other infusions were performed on the day of the event. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion, nor is it possible to determine what the actual content of the IV bag is from a review of a pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. Root cause: the root cause of the report of an over infusion of morphine was not identified from the log analysis alone. Inspection and laboratory testing of the devices could not be performed as they were not returned for investigation.

Event description:
It was reported that an unspecified event occurred, and the customer contacted bd requesting assistance with downloading the device logs. According to the initial report, no device malfunction had been identified; the customer intended to review the logs to obtain infusion information. The event involved a patient, but no harm was reported at the time, and no additional details were provided when the initial report was received. Bd received additional information on 22 december 2025. It was reported that the event involved a medication bag being found empty before the expected volume-to-be-infused time had elapsed. The medication was morphine, ordered to infuse at a rate of 1 ml/hr. The total dose and volume of the morphine IV bag was 100 mg in 100 ml, and the device was programmed with a volume to be infused (vtbi) of 80 ml. There were no other infusions running at the time of the event. When asked how much volume had actually infused and over what duration, the customer stated, 0.5 ml in approximately 30 minutes. Per the additional information received, the patient died. Bd requested additional information, including the nature of the patient's death, clarification regarding the reported 0.5 ml in approximately 30 minutes, whether the morphine bag was stored in a lockbox, and whether medication diversion is suspected. The customer later clarified that the entire 100 ml morphine bag was found empty sooner than the intended completion time. No further response has been received to date, as the customer indicated they are seeking clearance from their risk management department before providing additional information to bd. Bd received additional information. It was reported that the bag was hung and programmed correctly based on the volume shown infused on the pump. When the bag was taken down, the whole bag was empty. The bag was hung at 1548 on (B)(6) 2025 and notification to the provider that death had occurred happened on (B)(6) 2025 at 1718. The customer declined to provide additional information and will not be returning the devices to bd at this time.

Event description:
It was reported that an unspecified event occurred, and the customer contacted bd requesting assistance with downloading the device logs. According to the initial report, no device malfunction had been identified; the customer intended to review the logs to obtain infusion information. The event involved a patient, but no harm was reported at the time, and no additional details were provided when the initial report was received. Bd received additional information on 22 december 2025. It was reported that the event involved a medication bag being found empty before the expected volume to infused time had elapsed. The medication was morphine, ordered to infuse at a rate of 1 ml/hr. The total dose and volume of the morphine IV bag was 100 mg in 100 ml, and the device was programmed with a volume to be infused (vtbi) of 80 ml. There were no other infusions running at the time of the event. When asked how much volume had actually infused and over what duration, the customer stated,0.5 ml in approximately 30 minutes.¿ per the additional information received, the patient died. Bd requested additional information, including the nature of the patients death, clarification regarding the reported 0.5 ml in approximately 30 minutes,¿ whether the morphine bag was stored in a lockbox, and whether medication diversion is suspected. The customer later clarified that the entire 100 ml morphine bag was found empty sooner than the intended completion time. No further response has been received to date, as the customer indicated they are seeking clearance from their risk management department before providing additional information to bd. Bd received additional information. It was reported that the bag was hung and programmed correctly based on the volume shown infused on the pump. When the bag was taken down, the whole bag was empty. The bag was hung at 1548 on (B)(6) 2025 and notification to the provider that death had occurred happened on (B)(6) 2025 at 1718. The customer declined to provide additional information and will not be returning the devices to bd at this time.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.